Event description:
The customer reported that the unit shuts down on battery power. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer and the symptom was verified. The battery was replaced to resolve the reported problem.